Event description:
It was reported that the patient was diagnosed with kyphosis, a deformation of the spine, and was noted to have a bilateral l5 pars defect. At the time, patient had no complaints of any pain or limitations, and was an active football player. On (B)(6) 2008, patient consulted with the surgeon. On (B)(6) 2008, patient underwent a bilateral direct pars repair from l5-s1 using rhbmp-2/acs "causing harm." Following the surgery, patient was not able to return to his normal activities within the following year.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.